Manufacturer narrative:
One quadripolar, therapy cool path duo irrigated ablation catheter was received for evaluation. The catheter created an ¿s¿ shaped curve during deflection, which no longer matched the required curve template. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause for the reported deflection issue and subsequent delay was due to an ¿s¿ shaped curve where the activation wire shifted over the flat wire.

Event description:
Related manufacturing ref: 2030404-2021-00082. During a supraventricular tachycardia ablation procedure, the catheter did not deflect as intended which caused a delay. Another catheter was used to complete the procedure with no consequences to the patient.